Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient required hospitalization. The patient was treated with injection ceftazidime (2 gram/day in night bag, duration not reported) and injection amikacin (500 mg in night bag, duration not reported). The action taken with dianeal therapy was not reported. The cause is unknown. At the time of this report, the patient was recovering from the event and the patient's peritoneal dialysis fluid was clear. No additional information is available. This is report 2 of 3.

Manufacturer narrative:
(B)(4). This report involves an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.